Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thorascopy procedure, doctor placed the reload into thoracic cavity, while preparing to cut off the bronchial tube, the device did not fire. Surgeon was able to press the green button but was not able to squeezed the handle. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.